Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation, one medical image was provided for review. The investigation is confirmed for the catheter break with migration and material separation as there is a break in the catheter tubing with migration of the tubing to overly the svc and the right heart. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 08/2020), g3, h6 (method and device). H11: h6 (result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported approximately one year post port placement, the x-ray examination showed the device was allegedly broke into half. It was further reported that, the device was allegedly migrated to the heart. Reportedly, the device needs to be taken out. Patient current status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiration date: 08/2020). Device not returned.

Event description:
It was reported that the catheter allegedly broke into half and the other part migrated. The patient status is unknown.